Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode with the backup defibrillation option (bdfo) option disabled. The ICD was successfully restored. There were no patient consequences.